Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave a cassette detection error. It is unknown if there is patient involvement.

Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5: additional information was received from the reporter that confirmed the event did not occur during patient use. B6-b7 updated. H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. D9 date returned to manufacturer: 1/21/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "cassette not attached properly" alarm. The cause of the customer reported problem was the downstream occlusion (dso) sensor was defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso sensor.

Event description:
Additional information was received from the reporter that confirmed the event did not occur during patient use.